Manufacturer narrative:
Power supply; fuse.

Event description:
Factory failure analysis revealed an open fuse on the ventilator's power supply that could result in a loss of function during operation. Malfunction of the power supply as noted during use could result in a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the patient and alert the user via visual and audible alarms.